Event description:
Pt used colored contact lenses from olensglobal.com and contracted bacterial keratitis in both eyes including a central corneal ulcer which would have caused permanent vision loss if she had not come in for treatment at the time she did. Olensglobal, (B)(4). FDA safety report ID# (B)(4).